Manufacturer narrative:
Corrected: d3 - mfg establishment name and g1 - contact office establishment name one device was returned for analysis. Functional and visual tests were performed, and the reported issue was not duplicated. The cause of the reported issue was a unknown. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the speaker was not functioning for keypad pressing or alarms. Status of the product at the time of event was during testing. There was no patient involvement.